Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1jem3018, implanted: (B)(6) 2017, product type: lead; product ID: 977a260, lot# va1jk0t039, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: va1jem3018, ubd: 22-jul-2021, (B)(4); product ID: 977a260, serial/lot #: va1jk0t039, ubd: 31-jul-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was having a revision surgery because a lead had moved due to the patient falling a couple months ago. No further patient complications were reported as a result of this event.